Manufacturer narrative:
B3: date of event: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a:implanted date: device was not implanted . D6b:explanted date: device was not explanted . E3: occupation: manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band 2 lost air pressure after being placed on the patient's wrists post procedure in a radial access case. This occurred post procedure while performing a radial access procedure. The patient is in stable condition. The procedure outcome was completed successfully. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There was no reported blood loss. There were no other devices or equipment used with the reported product.